Manufacturer narrative:
(B)(4).

Event description:
The pt's rechargeable neurostimulator would not recharge above 50%. The device was working normally except for the recharging issue. The pt did not experience any injury or symptoms. It was later reported that the device was too deep in the pocket. The pt tried to manipulate the device in the pocket and this resolved the charging issue. The pt was able to fully recharge the device. A f/u report will be sent if additional info becomes available.